Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was placed under general anesthesia on (B)(6) 2016 to excise skin and replace abutment. The patient was placed on a course of oral antibiotics (duration not reported).